Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Failure analysis of the complaint device could not be performed because the product was not returned. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for failure to adhere or bond to the leaflets and single leaflet device attachment (slda-the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet) can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated the patients entire valve was clefty and prolapsed, with thin leaflets. Based on the information reviewed, the reported slda appears to be related to patient/procedural conditions, as the thin, clefty, and prolapsed leaflets likely contributed to the reported slda. There does not appear to be any evidence of a quality deficiency associated with this device. It was further reported that upon observing the slda, the mitral regurgitation (mr) was noted to have increased to a grade of 4. The patient effect of worsening mr is listed in the mitraclip system instructions for use (IFU), as a known possible complication associated with mitraclip procedures. The reported slda clip is likely contributory to the observed increase in mr; however, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported that two clips (10287605/29 and 10291025/11) were implanted. A single leaflet device attachment was observed with one of the implanted clips; however, it could not be confirmed which clip had detached. As a conservative measure, a device history review and similar incident query was conducted for both reported lots. A review of the device history records revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database indicated there had been no similar slda incidents reported for these lots. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is submitted to report that the deployed clip detached from one mitral leaflet, but remained attached to the other leaflet and required medical intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2014 to treat functional mitral regurgitation (mr) with a grade of 4. The patient had an ejection fraction (ef) of 15-20%. There was no evidence of leaflet flail, and no leaflet restriction. The entire valve was clefty and prolapsed, with thin leaflets. No other challenging patient anatomy was noted, and there was no history of cardiac surgery. Two clips were implanted and the mr was reduced to trace with no complications. There were no visualization difficulties during the procedure, and leaflet assessment was able to be confirmed without issue. The clips were implanted without difficulty. A few days post-procedure, the physician recognized that the clip detached from the posterior leaflet, and remained on the anterior leaflet. The mr grade had increased to 4. There was no leaflet or chordal damage noted. On (B)(6) 2014, a new mitraclip procedure was performed. One clip was positioned. Medication was then administered to increase the blood pressure for 15 minutes, and ensure that the clip remained in a stable position. The clip was successfully implanted lateral to the detached clip. The mr grade was reduced to 1-2, and everything looked good. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.